Manufacturer narrative:
The device was returned to mmdg and evaluated. The evaluation included a visual inspection where fluid ingress and corrosion were discovered. A review of the device's history record showed all acceptance records present, and show no non-conformances. Due to the level of corrosion, volumetric testing was not able to be performed and the device was scrapped.

Event description:
The initial reporter stated that the pump they were using over-delivered by 10%. The initial reporter states that the pump was programmed to deliver 10ml, but it delivered 11ml. The initial reporter did state the pump was in use by a patient and that there was no harm or adverse effects. (B)(4).